Event description:
On (B)(6) 2026, the patient reported a product quality issue with the cannula, stating that it was bent. This issue resulted in elevated blood glucose (bg) levels, unresponsiveness, and confirmed ketone levels of 2.4. The patient subsequently experienced symptoms of nausea and stomach pain, leading to hospitalization. During hospitalization, the patient was treated with manual insulin injections.

Manufacturer narrative:
E1: (B)(6). Request was performed for additional information including sample return; however, sample return was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific sample return was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.